Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing and operational testing without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician placed on the c-pap mask (oxygen only no vent), to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.